Manufacturer narrative:
It was confirmed with the account that the patient's posterior capsule tore during removal of the viscoelastic from the eye after implantation of the intraocular lens (iol). The lens was discarded at the surgery center. Our investigation reasonably suggests this event was not directly caused by the iol. Iol discarded by the account

Manufacturer narrative:
The intraocular lens (iol) was not received for analysis. In follow-up with the account we were not able to determine the specific cause of this event. The iol met all manufacturing specifications prior to release. All information currently available is included in this report. A supplement report will be filed as necessary when additional reportable information becomes available

Event description:
The reporter stated that the patient's posterior capsule tore after insertion of the intraocular lens. The lens was removed with no patient injury. A vitrectomy was performed.